Manufacturer narrative:
The root cause of the customer's experience of pca¿s broken cases and a hole at the top of the locking door was not identified. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported that there are 2 pcas with broken cases and a hole at the top of the locking door. There was no report of patient involvement.